Manufacturer narrative:
Evaluation: visual inspection of the lens showed evidence of surgical residue and a piece of the haptic was torn off missing. Conclusion: the root cause of this event could not be determined, because the cartridge and injector were not returned.

Event description:
The surgeon attempted to implant a toric silicone lens model aa4203tf and was torn. The lens was not implanted and there was no patient injury. The facility stated it is unknown as to what caused the lens damage. The facility did not specify the model and lot numbers of the cartridge and injector used during surgery.